Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter was placed in an infrarenal position without complications. The patient is reported to have tolerated the procedure well. Approximately fifteen years and one month after the filter implantation, the patient became aware that the filter was associated with occlusion of the filter, blood clots, clotting and/or occlusion of the inferior vena cava (ivc). The patient further reported having experienced anxiety, mental anguish and fear associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion of the filter, that causes injury and damage to the patient. The patient reported becoming aware of blood clots, clotting, and / or occlusion of the inferior vena cava (ivc) approximately fifteen years and one-month post implant. The patient also reported anxiety related to the filter. The patient subsequently reported filter fracture and tilt in addition to lower abdominal pain and blood clots in both legs. The indication for the filter placement was not provided. The filter was deployed in the infrarenal ivc without complication. Approximately fifteen years and nine months post implant the patient underwent a computed tomography scan of the abdomen to evaluate the ivc filter. Results of the scan reported that the filter was moderately tilted anteriorly, abutting the anterior wall of the ivc with the inferior dome nearly abutting the posterior wall. Filter strut fragmentation with metallic densities were present within the central aspect of the filter without strut migration. The struts diffusely bulged the caval wall without penetration. The scan also noted that the patient is status post cholecystectomy and gastric bypass surgery. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Due to the nature of the complaint the reported occlusion of the filter could not be further clarified. Blood clots and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated operator technique and/or vessel anatomy, specifically asymmetry and tortuosity. Abdominal pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to draw a conclusion between the event and the device. There is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per an abdominal computed tomography (CT) scan revealed that the filter was moderately tilted anteriorly, abutting the anterior wall of the ivc with the inferior dome nearly abutting the posterior wall. Filter strut fragmentation with metallic densities were present within the central aspect of the filter without strut migration. The struts diffusely bulged the caval wall without penetration. The scan was done approximately fifteen years and eight months after the index procedure.  Additional information received per an amended patient profile form (ppf) states that the patient experienced filter fracture and tilting of the filter. The patient continues to experience fear, anxiety, lower abdominal pain and blood clots in both legs. The patient became aware of the reported events at the time of the CT scan.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the patient became aware of the reported events fifteen years and one month post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, blood clots, clotting, and/or occlusion of the ivc. The patient also reports anxiety and fear that the ivc has occluded. The following additional information received per the medical records state that the trapease filter was deployed into the infrarenal ivc without complication.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused occlusion of the filter, that causes injury and damage to the patient. The indication for the filter placement was not provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Due to the nature of the complaint the reported occlusion of the filter could not be further clarified. Blood clots and occlusive thrombosis within the filter and/or the vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. With the limited information provided it is not possible to draw a conclusion between the event and the device. There is nothing to suggest that there is a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: malfunction, including occlusion of filter that causes injury and damage to the patient.